Manufacturer narrative:
The reported suture break was not confirmed as not all components were returned for analysis. A review of the electronic lot history record (elhr) and corrective action tracking system for the web (catsweb) revealed one nonconforming material record (ncmr)/exception associated with this lot and the issue does not appear to have caused or contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle after a percutaneous transluminal angioplasty procedure using an 8f sheath. Reportedly, the suture broke during advancing the trimmer. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.